Event description:
It was reported that this was a venotomy closure of 3 puncture sites on the right common femoral vein relative to a cardiac ablation procedure. The pre-close technique was used in the top access site via an 8f sheath hole. The middle and bottom puncture sites were intended as post-close. In the top puncture site, 2 proglide devices were successfully pre-placed. The sheath was upsized to a 17f, and the cardiac ablation procedure was completed. Post-procedure, the sutures in the top access site were tightened. Reportedly, when the sheath in the middle puncture site was removed, it was torn in half, as the sheath was entrapped by at least one of the sutures from the top puncture site. Contralateral access was obtained in order to remove the detached portion of the sheath with a snare device. Hemostasis was achieved in the top puncture site with the 2 pre-placed proglide sutures. A figure 8 stitch was used to achieve hemostasis in the middle and bottom access sites. The contralateral access site was closed with a perclose device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. As reported, a needle of one of the four devices likely caught a sheath during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 and d10 is filed under a separate medwatch report number.